Event description:
The reporter indicated that on 30-nov-2023 a 13.2mm, vticm5_13.2, -9.5/2.0/083 (sphere/cylinder/axis), implantable collamer lens tore/broke during injection/delivery into the left eye (os). The lens was implanted and removed intraoperatively. There was no patient injury. On (B)(6) 2023 a replacement lens was implanted and the problem resolved.

Manufacturer narrative:
H6 - type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. Claim # (B)(4).